Event description:
I used fixodent from approx 1989 until present - in 2009, while I was using fixodent I began experiencing numbness and tingling in my hands and right leg and foot. In 2004, I was diagnosed with neuropathy. Blood tests showed I had low b12 in 2006. No copper or zinc tests were done at that time. My neuropathy is permanent and required continued medical care and treatment. Dose or amount: denture cream. Frequency: 2-3 x daily. Route: oral. Dates of use: 1989 - 2009 present. Diagnosis or reason for use: denture adhesive cream.